Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
Reportedly, the subject pacemaker and the leads were explanted following a suspected pocket infection. As the patient had no spontaneous rhythm, external pacing was applied. After the pocket was irrigated with saline, the explant procedure was completed without closing the pocket. It was reported that the patient might be allergic to metals, thus, further treatment is under consideration and monitoring of the patient will be continued.